Manufacturer narrative:
Investigation: the returned products were tested by loading clips from both sls and nine cartridges. The clips were closed and the features were measured per specification. The clips from the first applier met all specifications, but the clips from the second applier did not meet the clip eye specification. Upon further examinations the root cause was identified: the jaws of the clip applier were touching before the clip was fully closed. This is a manufacturing defect. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that during surgery the surgeon placed one clip in the patient with the clip applier. When he went to place the second clip, the clip would not close properly. The patient lost more blood than the surgeon would have like. There was blood lose to the patient and a twenty to thirty minute delay in surgery reported.